Event description:
A caller reported a malfunction on the pump, displaying a malf 12 code. There was no adverse impact to the customer¿s blood glucose level. The customer was assisted with resetting the pump, but the malfunction persisted, so the pump was scheduled for replacement. In the interim, the customer planned to use manual daily injections (mdi) for insulin delivery. The pump was out of warranty, and the caller expressed interest in obtaining a loaner pump.